Event description:
It was reported during a meeting with the intra-aortic balloon pump (iabp) manager, that they have had several incidents lately of the intra-aortic balloon's (iab) not unwrapping fully at onset of pumping as verified via fluoroscopy. It was mentioned that adequate time (5 minutes) was given for the iab to fully unwrap and that each time, they resorted to hand inflation to fully open the iab. It was mentioned that several of the fellows are pulling multiple vacuum. The iabp manager has told them that pulling of one vacuum is adequate and voiced that pulling multiple vacuum was probably making a more difficult open of the iab. Upon further review of the iabp manager's files, only this one report was identified because he did not view it as a defect of the iab. There has been no patient injury reported. A delay of therapy was noted as that time which it takes to hand inflate the iab.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.